Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause of the event has not been determined at this time. If additional and important information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the subject device was tested positive for staphylococcus epidermidis, staphylococcus spp and champignons after a routine microbiological test at the user facility. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplement report is submitted to report additional information. The device referenced in this report has been returned to olympus (B)(4). The subject device was sent to an independent laboratory, and the culture test was conducted for the subject device. The test result showed that bacillus sp. And micrococcus were detected form the biopsy channel of the subject device. The amount of the microorganisms were 1 ufc respectively however, the amount of 1 ufc was less than the criteria of french guideline, 5 ufc.